Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: upon subsequent follow up with the reporter, it was reported that the event occurred during a plastic surgery procedure of the anterior cruciate ligament. It was reported that there was a 10 minute delay. No additional information was provided.

Manufacturer narrative:
UDI: (B)(4). The lot number was unknown; therefore, the expiration date is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that an o-ring fell out while trying to install in the shaver connector device. There was no procedure nor patient involvement reported. No additional information was provided.